Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse found the waste tubing had been folded and the waste fluid overflowed back from the reagent probe drain. This was fixed. The fse decontaminated the water and waste reservoirs. The cause for the (B)(6) result is possible reagent probe contamination. There were no other discordant results identified in the same run. The reagent was fully suspended. The patient sample is unavailable for further investigation. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
A (B)(6) result was obtained for a patient sample. Repeat testing was performed and the result was (B)(6). The initial (B)(6) result was not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.